Event description:
Vns pt experienced an episode of status epilepticus and was subsequently hospitalized and on life support. It was reported that two days prior to the event, the pt was reportedly doing ok, but that device output current had not been increased above 0.25ma yet due to non vns related illness. Two days later, device output current was increased from 0.25ma to 0.50ma and later that day, the pt went into status. The pt reportedly has a cerebral edema and their family is considering removal of life support.